Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the patient bed did not function on a patient's left eye during a lasik procedure. Flap was performed with a third party laser. The excimer laser had not fired yet. The patient bed showed an error when the footswitch was pressed. The bed did not function until power was cycled. The surgery was delayed over an hour which caused the patient emotional distress. Procedure was completed the same day.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. During technical onsite visit, the field service engineer (fse) replaced the controller unit of the bed. The system meets company specifications per service test procedure. The root cause could not be determined conclusively. The possible root cause could be a faulty controller unit of the bed. The manufacturer internal reference number is: (B)(4).